Event description:
Patient reported "pain, implant is deformed, capsular contracture baker grade unknown and recall". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "pain, implant is deformed, capsular contracture baker grade unknown and recall". Patient later reported "cyst, minimal amount of liquid around the implant and nodule". Healthcare professional later reported "mammary pain, capsular contracture baker grade iii and deformity". This record is for the left side. Device remains implanted.